Manufacturer narrative:
Conclusion: the device history record was reviewed on the second valve and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: it appeared the pig tail slid into the right coronary cusp and final picture before release shows a rough estimate of 13mm depth on the left. There are images that show a ventriculaized bioprotethic valve with attempts to snare it out of ventricular. The next image showed the valve embolized into the sinuses and sinotubular junction. There is an image that showed the second valve load which appears to be acceptable according to best practices. The first valve is still in the sinotubular junction. According to best practices we recommend an embolized valve be snared into ascending aorta above the sinotubular junction and below the brachiocephalic artery. Imaging around node 4 prior to release shows an implant depth of around 8mm, according to best practices our target depth is around 3mm. The next image is at the point of no return / valve deployment. It is a lao12 caud 15 projection. The capsule was on the outer curve and the depth of non-coronary cusp (ncc) was roughly 11 mm while the left coronary cusp (lcc) was roughly around 7mm . According to best practices cusp overlap is preferred deployment technique. Final image confirms second valve ventriculized. Cardiac arrest is a known potential adverse effects per the instructions for use (IFU). Unfortunately, a relationship of the reported cardiac arrest to the device or procedure could not be determined with the limited information available, though it is likely related to a patient condition, but a conclusive cause could not be determined from the limited information available. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, the valve snared, though use of a snare to reposition the valve after deployment is complete is not recommended per the IFU. As reported per the physician, the patient had ¿very poor¿ heart health and "vigorous" cardiopulmonary resuscitation (CPR) was performed for two minutes which resulted in the valve dislodgement. Dislodge events are typically not related to a device malfunction. The reported event indicates that coronary perfusion was confirmed after implant. Within a minute, the two valves separated and the second valve dislodged ventricular. Subsequently following the valve implant, the patient died. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. With limited information available, a conclusive root cause could not be determined. Dislodge events are typically not related to a device malfunction. Cardiogenic shock is a known potential adverse effect per the device IFU. Unfortunately, a relationship of the reported cardiogenic shock to the device or procedure could not be determined with the limited information available, though it is likely related to a patient condition. Hemodynamic instability can be the result of effects such as low cardiac output and hypotension, which are known potential adverse events per the device IFU. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a pav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. The cause of death was reported as cardio-pulmonary collapse secondary to cardiogenic shock contributed by severe aortic stenosis. As neither an autopsy nor an explant was reported to have been performed, a conclusive assessment of the relationship between the device and death could not be established. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: evolutr-34-us, serial/lot #: (B)(4), ubd: 13-jan-2024, UDI#: (B)(4). Product analysis: the devices remain implanted, therefore no product analysis can be performed. Conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a 62 degree aortic angle, a low calcium score and an aortic valve area of 0.8 were noted. No pre-implant dilatation was performed. Following implant of the valve, the patient coded. Cardiopulmonary resuscitation (CPR) was performed. After 1 minute of CPR, it was noted the valve dislodged into the ventricle at a depth of approximately 18 millimeter (mm). The valve was snared, however, only one paddle could be snared and the valve went into the ascending aorta. The valve was slightly undersized in some areas of the ascending aorta due to the large diameter of the aorta. With the snare still on the first valve, a second valve was implanted at a successful depth with the outflow within the inflow of the first valve. Coronary perfusion was confirmed after implant. Within a minute, the two valves separated and the second valve dislodged ventricular. Subsequently following the valve implant, the patient died. The cause of death was not reported.

Manufacturer narrative:
Additional information was received which indicated that per the physician the patient had ¿very poor¿ heart health. "Vigorous" card iopulmonary resuscitation (CPR) was performed for two minutes which resulted in the first valve dislodgement. The cause of death was captured as cardio-pulmonary collapse secondary to cardiogenic shock contributed by severe aortic stenosis. Updated data: h6 additional annex e code corrected data: h6 annex e - e2401 no longer applies to this event medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.